Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as touch contamination from water or environment. The same day as the event onset, the patient was hospitalized and was treated with vancomycin (intraperitoneal, dose, frequency and duration were not reported) and fortaz (intraperitoneal, dose, frequency and duration were not reported) for peritonitis. Eight days after the event onset, the patient was discharged from the hospital. Twenty-three days after the event onset, antibiotic treatment was stopped. At the time of this report, the patient has recovered from the event. It was not reported if the patient was retrained on the proper aseptic technique. Pd therapy was ongoing. No additional information is available.